Event description:
Cause of the twisted lead remains unknown. No actions/interventions will be taken to resolve the twisted lead/short, due to it not affecting patient's therapy.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name lead; product ID neu_unknown_lead (serial: unknown); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Mdt rep reports patient is scheduled for cardioversion. When rep interrogated patient's device, impedance shows: 02: 101 ohms, 01: 56 ohms, c0: 740 ohms, c1: 759 ohms, c2: 811 ohms, c3: 757 ohms, 31:56 ohms, 32: 101 ohms, 12: 98 ohms. Rep reports patient is using c0. Patient last saw provider about 6 months ago and was informed the lead was twisted, but unknown when the shorted impedance occurred. Rep states patient is getting good therapy on the right side. Agent redirected rep to patient's provider. No symptoms were reported.